Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the seat is sagging. Patient is under 450lb weight cap. No injury or property damage.